Event description:
Customer reported that the cufflator needs calibration. The needle is resting at zero. No patient incident or injury was reported.

Manufacturer narrative:
Evaluation: results: evaluation to the returned product revealed that the cufflator would not hold pressure. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdrawal all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).